Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary service and repair evaluation: the customer reported that the hand piece for battery powered driver issue was identified on routine maintenance check. There was no patient involvement. The issue was observed during route maintenance check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. The repair technician reported recording error, damaged nose cone, cracked contact plate, reverse function does not run, debris on barriers, rust on motor, damaged vent, rust on drive shaft, debris on circuit board. Not applicable driver because they were not used; drivers used were 49121, 149142 and 149152. The cause of the issue is improper maintenance. Supplier evaluated: the item was repaired per the inspection sheet, passed medtech orthopaedics final inspection on 27-may-2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. Device history part # 05.000.008 synthes lot # 007651 supplier lot # n/a release to warehouse date: 28 july 2021 manufactured by: synthes monument no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver issue was identified on routine maintenance check. There was no patient involvement. The issue was observed during route maintenance check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.